Event description:
Atrial undersensing on episode and current egm that could affect mode switch operation, detection/termination of at/af episodes, and atrial pacing. Low measured p-waves: 0.1mv with atrial sensitivity o.lsmv atrial lead appears to hardly sense a thing at 0.15mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).